Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva system.

Event description:
Customer reportedly received results of 98 mg/dl on the mobile system and 50 mg/dl on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer's mother treated her with dextrose. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips.